Event description:
It was reported that during a laparoscopic colon procedure, after using a 45mm stapler, the 60mm device cut but stapled partially. After closing the jaws on the colon (colon thick enough), the surgeon waited for fifteen seconds (pre-compression). The device was very difficult to fire (the surgeon had to try four times to do only one stapling). The firing step was achieved, despite this difficulty, but when the surgeon opened the device and examined the cut line, it was not satisfactory at all. No staple line was visible, the cut was not clean, and staples were remaining open near the cut. However, there was no bleeding. When the surgeon tried to remove the cartridge, it was broken in two pieces. In addition, it was impossible to reload the device; the cartridge would not fit into the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.